Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colon polypectomy procedure performed in 2009. According to the complainant, during the procedure, the clip fired prematurely. The clip was not removed from the pt, as the physician had no concerns about the clip passing naturally. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.